Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed, where the biomed stated he reseated all of the connections between the speaker and the surv (ccu-surv1-wpt060 ) and the issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem loose connection. The reported problem was confirmed. The device was operational after the biomed reseated the loose connection in the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the surveillance (ccu-surv1-wpt060) has no audio after a recent sw/hw upgrade by their tc. The device was in clinical use at time of event, no adverse event.